Event description:
It was reported that a preloaded monofocal toric intraocular lens (iol) was subsequently explanted from the patient's left eye due to blurred vision at all distances, as identified during a postoperative examination. The patient described the vision as more in focus at near than at distance, with overall images appearing out of focus. Preoperative visual acuity was reported as 20/40; postoperative visual acuity was not provided. It is unknown whether the procedure was delayed, whether any medications outside the standard of care were prescribed, or whether incision enlargement was required. No sutures or vitrectomy were required, and the patient did not seek additional medical attention. The current patient outcome was not provided. No further information was available.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between feb 17, 2026 and may 28, 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.